Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6). During the procedure, angiography was performed after thrombus aspiration, and a small amount of thrombus was found migrating to the peripheral sma. The distal embolism was reported as an adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. The patient was administered medication and the distal embolism was resolved.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. After multiple attempts, the penumbra clinical team was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6). During the procedure, angiography was performed after thrombus aspiration, and a small amount of thrombus was found migrating to the peripheral sma. The distal embolism was reported as an adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. The patient was administered medication and the distal embolism was resolved. On 25-jul-2025, an update was provided by the clinical team that the previously reported distal embolization was unrelated to the indigo aspiration system.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team: 1. Section b. Box 5. Describe event or problem note: distal embolization was previously reported to be an adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. However, on 25-jul-2025, an update was provided by the clinical team that the previously reported distal embolization was unrelated to the indigo aspiration system. Therefore, this event is not considered reportable against the indigo aspiration system.